Event description:
N/a

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid.

Event description:
N/a.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to evaluate the unit. Customer reported unit would not power 'on'.- upon arrival unit was in storage room connect to a/c power and batteries were charging.- turned unit 'on' and confirmed device passed all self-tests.- continued troubleshooting and discovered evidence of saline contamination on exterior of device.- saline contamination was also discovered within the battery bays and traces of saline were discovered under the safety disk and on several of the circuit boards. The fse replaced all components visibly contaminated with saline.- compressor and filters were also replaced due to insufficient pressure and vacuum. Device passed all functional and safety tests according to factory specifications.- device was given to customer. After replacing the exec processor pcb, it was discovered that the total system hours changed from 9398 hours back to 26 total system hours. The total assist hours and assist cycles also changed. The unit passed all safety and functional tests and was returned to the customer for clinical use. The following investigation was performed by a technician of the maquet failure analysis and testing dept. (Fat) wayne, nj:the failure analysis and testing dept. Received the following parts associated with this complaint: scroll compressor, 1/8 muffler, <100micron muffler, sensor cable assembly, thermal printer, power management board, motor control board, solenoid control pc board, front end pc board, and backplane pc board. These parts were received with a reported failure of saline contamination on several boards and poor compressor performance. Performed a visual inspection and found compressor scroll, 1/8 muffler, <100 micron muffler, and front end pcba in good condition. Sensor cable assembly was broken at the fiber optic connector. The remaining parts all had saline damage. Fat verified the reported issue of the saline damage on the boards but no root cause identified. The fat installed compressor scroll in cardiosave test fixture and tested the part to factory specifications per the cardiosave service manual. No issue found with the compressor performance. The fat installed 1/8 muffler in cardiosave test fixture and tested the part to factory specifications per the cardiosave service manual. No issues found. The fat installed <100 micron muffler in cardiosave test fixture and tested the part to factory specifications per the cardiosave service manual. No issues found. The fat installed front end pcba in cardiosave test fixture and tested the part to factory specifications per the cardiosave service manual. No issues found. Sending the board to the supplier for failure analysis per procedure. The rest of the parts will be retained in the failure analysis and testing department per procedure number. The following was performed by a technician of the maquet failure analysis and testing (fat) department wayne, nj: the failure analysis and testing department received the following part from supplier on 29 aug 2024. Front end board. Supplier investigation: no issue found. The result of the hi-pot and fct tests all passed. Attached supplier investigation. Retaining this board in the fat dept. Per procedure.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) had no power to the unit. There was no patient harm reported.